Event description:
It was reported that the pump declared an alarm 20 during use, indicating a problem while pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resume insulin therapy after following correct procedures, so technical support arranged for a pump replacement. The customer was guided to use multiple daily injections (mdi) as a backup to ensure continuous insulin delivery and was instructed to return the faulty pump with a pre-paid label.